Event description:
A patient reported to having a strip insertion issue with the one touch ultra test strips. According to the customer, one vial of strips was open when patient opened the test strip box. The meter allegedly also was reading inaccurately erratic prior to the strip insertion issue. Patient did a precision test with results of 124 mg/dl and 186 mg/dl within 10 minutes with a difference of 35%. There was no adverse event reported and there was no medical intervention. No further information has been reported.